Event description:
It was reported that the patient received a heart transplant on (B)(6) 2023 due to suspected pump thrombosis.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed through this evaluation. Multiple attempts for additional information, including product return status, were sent to the customer; however, no additional information has been provided. As of (B)(6) 2023, heartmate ii left ventricular assist system (lvas), serial number (B)(6), has not returned for investigation. If the device is returned at a later date, this file will be reopened to document the investigation of the device. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1, "introduction," lists device thrombosis as an adverse event which may be associated with the use of heartmate ii lvas. Section 6 of the IFU, ¿patient care and management¿ outlines indications of pump thrombosis, as well as how to respond to such events. This section also provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on this event.